Event description:
It was reported that five days post rx acculink stenting procedure in the right internal carotid artery, the patient was hospitalized with a transient ischemic attack. Symptoms included weakness, unsteady gait with legs feeling like "water", trembling hands and decreased vision in the right eye for a short period of time. The patient was treated with lovenox, hydration and gastrointestinal prophylactic medication. The patient's symptoms resolved in less than twenty four hours and the patient was discharged home two days post admission. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of transient ischemic attack is a known potential adverse event as listed in the rx acculink instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined; there is no indication of product quality deficiency with respect to manufacture, design or labeling.